Event description:
The pt was injected on (B)(6) 2009 into the nlf's, lips, and nose line. The pt called 2 weeks after injection stating she was feeling hardness all the way up her cheek. The pt came into the office on (B)(6) 2009; dr (B)(6) didn't see any redness and thought it was just an allergic reaction, so he prescribed medrol dose pack. On 12/23 - drained material cultured and found to have gram positive cocci-bacteria.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.